Manufacturer narrative:
Investigation results: no my8060-0006 sample was available for investigation. The customer reported that the affected sample as from lot 24075001 and that "there was a leakage of chemotherapy drug from the syringe seal during the preparation of the therapies". As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with a droplet of fluid visible at the connection of the texium to a smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24075001 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the my8060-0006 product.

Event description:
What is meant by a syringe seal? Where did the leak occur? The leak has occurred at the sealing point between the syringe and the texium closed male luer confirm whether there is any visible damage to the set, such as cracks, flashes or deformation of the piston? No. Confirm whether the sample has been disinfected - if so, when and with what substance? No. Was the device used in/on the patient when the problem occurred? No. Used in pharmacy for the preparation of cytotoxics. Was the patient or user harmed? If yes, please explain. No. Was the healthcare worker present when the problem occurred? Yes. If a leak occurred, confirm the fluid that leaked. Yes. Was further medical/medical intervention necessary? If yes, please explain. Yes.

Event description:
It was reported that bd texium needle-free syringe was leaking. The following information was received by the initial reporter with the following. There was a leakage of chemotherapy drug from the syringe seal during the preparation of the therapies.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.